Manufacturer narrative:
Additional information was received on (B)(6) 2021. The operative report indicating left sided capsular contracture was incorrect. No procedure or issue was present on the left side. Therefore, this event is not MDR reportable. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6847806 number on november 18, 2021, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with 320cc mentor memorygel breast implants experienced right sided rupture and bilateral capsular contractures post procedure. As a result, bilateral capsulectomy and right sided replacement with mentor gel was performed on (B)(6) 2021. Mentor received information regarding the right sided rupture on (B)(6) 2021. Additional information was received on (B)(6) 2021 indicating bilateral capsular contracture. See 1645337-2021-12272 for contralateral prosthesis report.